Event description:
It was reported that the physician interrogated this cardiac resynchronization therapy defibrillator (crt-d) and noted that right ventricular pacing was occurring only after a left ventricular signal. It was also noted that trigger pacing was turned off and it still occurred. Technical services (ts) provided a review of the presenting electrogram (egm) noting that left ventricular beats are sensed but right ventricular beats are falling into the refractory period causing the right ventricular pacing to time out. Ts discussed possible reprogramming options such as adjusting the right ventricular blank after atrial pacing or potentially turning off left ventricular sensing. The representative reported that a left ventricular and right ventricular signal could be seen every 5th beat due to ectopy. This crtd remains in service. No adverse patient effects were reported.